Event description:
Per independent repair center statement the unit will not start. The key failure was the manifold was leaking. Additional malfunctions include the inlet filer was dirty, the power switch had a short circuit, the zip tie was replaced, and the pe valve was leaking.